Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. It was reported that the balloon was inflated above the rated burst pressure of 12 atmospheres. (B)(4).

Event description:
It was reported that during endovascular therapy procedure a balloon rupture occurred. The 99% stenosed calcified lesion was located in the moderately tortuous iliac artery. After crossing the lesion using a 8.0 mm x 40 mm x 135 cm sterling balloon catheter, the device was inflated. During the unknown number of inflations the balloon ruptured at 14 atm. The procedure was completed with a mustang balloon catheter. No complication were reported and patient's condition is stable.